Event description:
It was reported to philips that the device gave a test failed error message. There was no patient involvement.

Manufacturer narrative:
Available details indicate that the device had failed a test. Details provided in an update from the source case indicate that the customer was provided a quote for repair, but the quote was not accepted. The repair was not performed. No further investigation is possible. The device has been removed from service. The investigation concludes that no further action is required at this time.